Event description:
On 2/15/2023, customer reached out saying that they were struggling to remove their saalt disc. Saalt provided some removal tips. Customer said they chose to seek medical assistance to have their saalt cup removed because they couldn't remove it on their own. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. No customer response, saalt made second gfe attempt to contact customer on 2/21/2023. No customer response, saalt made third and final gfe attempt to contact customer on 2/27/2023. No further investigation required. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this.". Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.